Manufacturer narrative:
The insulin pump received with critical pump error and a broken force sensor due to moisture damage to force sensor. The insulin pump received with corroded electronic assemblies and corroded motor home switch. The insulin pump received with cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device¿s battery compartment is cracked. Report doesn't state whether reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.